Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2024 and barbed suture was used. The needle broke when sewing in surgery. Changed to another two to continue the surgery, the same problem happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: it was reported that "the needle broke when sewing in surgery . Changed another two to continue the surgery, the same problem happened". * please confirm if 3 needles break during this procedure. * did any needle piece fall into the patient? If yes, how was it retrieved from the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d2a, g4. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.